Event description:
It was reported that the lead could not be fully inserted into the connector. The device was not implanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of loose connection is verified. Analysis found the atrial contact spring dimension out of spec that caused the reported field event. Electrical analysis found normal measurements.